Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an occurrence of unit failing pre-operational testing (est) during system pressure testing. No patient involvement reported.

Manufacturer narrative:
Follow up attempts were made to obtain device evaluation and repair information from the customer; no response received. If information is received, the complaint will be reopened.